Manufacturer narrative:
Results: one sample was returned. There was insufficient epoxy on the cannula. Epoxy is the adhesive that binds the needle hub and cannula together. The probable root causes of the failure mode were: ¿ insufficient epoxy applied during cannulation. ¿ the epoxy inspection camera failed to detect it. ¿ the reject fingers failed to remove it. Conclusion: confirmed: bd was able to confirm the customer¿s indicated failure. Qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 7060508 had 128 visual inspection performed on 6,400 parts with zero defects or issues noted for epoxy application. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified - yes: the initial reporter also notified the FDA on via medsun report #(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported by a consumer that the needle detached from the hub on an 18 g x 1 1/2 in. Bd¿ blunt fill needle prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event correction: the date of event field has been updated to reflect the corrected date of (B)(6) 2017 to coincide with the medwatch report.